Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue was not confirmed and socket was loose and rusty. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image is black and white on the evis lucera xenon light source. The issue was found during preparation for use for diagnostic gastroscope procedure. The procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.